Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had been packaged with the tip positioned outside of the sterile tray. Bard ints16 sterile I/o catheter kit lot ngkq1824 exp 07-31-2027.

Event description:
It was reported that the catheter had been packaged with the tip positioned outside of the sterile tray. Bard ints16 sterile I/o catheter kit lot ngkq1824 exp 07-31-2027. Per follow up information received via email on 26aug2025, it was reported that unfortunately the team did not retain the product for investigation, therefore no sample is available. Defect was noticed prior to use. No patient harm reported, but the patient did receive a delay in care. There were also quality control concerns of frontline staff. No further details were provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.